Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was sent to the plant for evaluation; however, it is unknown when it was received. An actual and a companion sample were submitted for evaluation. A visual inspection of the samples did not reveal any abnormalities. The samples were then submitted for an underwater leak test and no leaking was observed. The reported condition was not confirmed in either of the samples, and the root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a flo-gard IV solution administration set in which a leak occurred in the tubing. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.